Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural and patient factors likely contributed to the malposition and embolization of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, during a transfemoral procedure with a 23mm sapien 3 valve in the aortic position, the valve was ¿not perfectly aligned in a slightly superior position of the aortic annulus¿ resulting in moderate paravalvular leak (pvl). A decision was made to place a second valve. During preparation of the 2nd valve, the first valve embolized into the aorta. The second valve was implanted in the correct position (aortic annulus) with perfect result. The first valve was implanted in abdominal portion of aorta (upper renal arteria) without any clinical impact. The patient was stable during the procedure. Per report, the perceived root cause for valve embolization was the incorrect position of the first valve and a ¿very big¿ sinus of valsalva.

Manufacturer narrative:
Procedural cine was submitted for review. Pre-procedural CT and procedural cine images were not provided. The following observations and impression were made by an edwards physician proctor. Procedural cine: heavy calcification seen at native aortic leaflets, coronary arteries, lvot (near lcc), mac. Bav with injection, contrast seen around balloon. Valve implanted slightly higher than positioned (fluoro images related to initial inflation not provided). Valve appears canted (90:10 ncc/100: 0 lcc) and too aortic. Central ai seen with guidewire across the bioprosthetic valve. First valve now seen in descending aorta (upside down). Second valve across annulus and deployed too ventricle (40:60 av). As the delivery system is retracted, the 1st valve in the descending aorta tumbles to correct orientation. Wire through first valve in descending aorta and ds removed. Balloon inflated into embolized valve and dragged from descending aorta to abdominal aorta. · embolized valve post dilated and placed in abdominal aorta above renal arteries impressions: a 20 mm bav catheter inflated in annulus with contrast injection. The balloon appears small for annulus as the balloon freely moves in annulus while inflated and excessive amount of contrast seen entering the lv. No image provided of initial inflation of first valve. A 23mm s3 valve appears to have been deployed too aortic in the annulus and slightly canted (90:10 ncc/100: 0 lcc). Central ai seen with injection with guidewire across the valve. Unable to determine degree of regurgitation or if pvl due to no echo images provided. No images or information provided how the first valve (with wire inside) was able to embolize ending upside down, since the wire was inside the valve. A second 23mm s3 valve was implanted too ventricle (40:60 av). The 2nd valve was post dilated. As delivery system is pulled back, the embolized valve tumbles in descending aorta to correct orientation. Embolized valve is wired and the delivery system is completely removed. The embolized (first) valve is dragged from descending aorta to abdominal aorta and fully deployed above renal arteries.